Event description:
It was reported that during a rfa procedure a message was received stating the grounding pad was lost. Troubleshooting with new grounding pad and electrodes was unable to resolve the issue. As such, the procedure was not completed. Reportedly, there was no adverse patient consequence.

Manufacturer narrative:
Date of event is estimated. E1: initial reporter phone number: (B)(6).